Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump stopped insulin delivery. The customer's blood glucose (bg) level was 420 mg/dl. A bolus via the pump and insulin pens were used to lower the bg level to 191 mg/dl. Tandem technical support had the customer perform a system check on the pump and it was found that the time was off by 1 hour. The time was corrected.